Event description:
User received sporadic bicarbonate results for several days. About 40 pt samples were involved. The following 39 examples were provided. (Sample #, initial result/repeat result.) Units of measure = mmol/l. Sample 1 initial 36, repeat 21. Sample 2 initial 33, repeat 21. Sample 3 initial 29, repeat 16. Sample 4 initial 34, repeat 23. Sample 5 initial 29, repeat 20. Sample 6 initial 26, repeat 20. Sample 7 initial 32, repeat 17, sample 8 initial 30, repeat 19. Sample 9 initial 33, repeat 23, sample 10 initial 32, repeat 25. Sample 11 initial 29, repeat 21. Sample 12 initial 36, repeat 23. Sample 13 initial 32, repeat 24. Sample 14 initial 31, repeat 22. Sample 15 initial 39, repeat 28. Sample 16 initial 38, repeat 28. Sample 17 initial 36, repeat 26. Sample 18 initial 34, repeat 26. Sample 19 initial 36, repeat 26. Sample 20 initial 31, repeat 20. Sample 21 initial 33, repeat 19. Sample 22 initial 34, repeat 21. Sample 23 initial 34, repeat 17. Sample 24 initial 39, repeat 25. Sample 25 initial 37, repeat 22. Sample 26 initial 36, repeat 22. Sample 27 initial 37, repeat 24. Sample 28 initial 36, repeat 22. Sample 29 initial 38 repeat 25. Sample 30 initial 32, repeat 21. Sample 31 initial 34, repeat 20. Sample 32 initial 37, repeat 23. Sample 33 initial 36, repeat 23. Sample 34 initial 31, repeat 21. Sample 35 initial 34, repeat 23. Sample 36 initial 37, repeat 27. Sample 37 initial 32, repeat 24. Sample 38 initial 35, repeat 22. Sample 39 initial 32, repeat 21.

Manufacturer narrative:
Initial results were reported and amended reports had to be sent out. User stated she did not think any of the pts were treated. The field service representative determined the cause to be the rinse nozzle for the hi concentration waste was clogged and the cells were not being cleaned. He cleaned the tubing and the nozzles. Performance tests were performed.